Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Restoration mod proximal body sheared off at the trunnion. Affected implant was removed and replaced with appropriate prox body and mdm head/insert.

Manufacturer narrative:
An event regarding revision due to fracture of a restoration modular - proximal body was reported. The event was confirmed based on the photograph of the device that was provided. Method & results: device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted restoration modular body that is fractured at the junction between the body and the taper. Medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: this patient had a fracture of a restoration modular cone body. There is no evidence that patient or procedural factors contributed to this. The provided films show no evidence of corrosion and based on the location of the implant fracture I do not believe impingement could have played a role. The trunion and femoral head had not been disengaged so I cannot confirm with absolute certainty there is no corrosive debris. The proximal femoral bone including the greater and lesser trochanters as well as the shaft around the conical stem are all intact making significant trauma less likely. The junction of the conical stem and cone body appears intact on plain film. Based on available information I believe there was a shearing type fracture of the device at the junction of the neck and body. With that said, it would be beneficial to know for sure if the patient sustained any trauma that may have contributed. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the fracture of the restoration modular body at the junction between the body and the taper was confirmed based on the photograph of the device that was provided. Clinician review of the provided medical records indicated: this patient had a fracture of a restoration modular cone body. There is no evidence that patient or procedural factors contributed to this. The provided films show no evidence of corrosion and based on the location of the implant fracture I do not believe impingement could have played a role. The trunion and femoral head had not been disengaged so I cannot confirm with absolute certainty there is no corrosive debris. The proximal femoral bone including the greater and lesser trochanters as well as the shaft around the conical stem are all intact making significant trauma less likely. The junction of the conical stem and cone body appears intact on plain film. Based on available information I believe there was a shearing type fracture of the device at the junction of the neck and body. With that said, it would be beneficial to know for sure if the patient sustained any trauma that may have contributed. Further information regarding the patient history and device evaluation are required to further investigate this event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Restoration mod proximal body sheared off at the trunion. Affected implant was removed and replaced with appropriate prox body and mdm head/insert.